Manufacturer narrative:
Investigation summary bd received one photo for investigation, which shows that the holder has become separated from the straw/needle assembly. Regular inspections for the adhesive bond are conducted to ensure that the bond will not break under a force of 5 lbs. The uv sensor is utilized to verify that the glue is cured. Additionally, the photo indicates that one bag is missing the transfer straw/needle assembly. Furthermore, ten retained samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: empty/missing and separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® c&s transfer straw kit, one kit had the needle separated from the straw (kit contained 2 straws, one with protective cover and one with needle exposed). Another kit was reported missing the straw and needle. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® c&s transfer straw kit, one kit had the needle separated from the straw(kit contained 2 straws, one with protective cover and one with needle exposed). Another kit was reported missing the straw and needle. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.